Event description:
It was reported that artifacts and externalized conductors were observed on the rv lead. The lead was capped and replaced. The patient's condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.